Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The surgeon felt that the clips were not closing properly at the proximal end. Too much of a gap at the proximal end and the surgeon did not feel comfortable using them. He removed the clips from vessel and used a competitor's device to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with two clips with gap. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the received malformed clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.